Event description:
The clinicians were attempting to cardiovert a pt (age and gender unknown) who was transported to the emergency room but the device would not discharge. Clinicians attached the device to the non-zoll multi-function electrodes that were already attached to the pt. A non-zoll interconnect adapter was used to facilitate connection to the electrodes. The pt's heart-rhythm was detected and the device appropriately synchronized on the r-waves however, would not discharge the energy. Clinicians obtained another device to treat the pt however, after attaching the new device it was determined that the pt's heart-rhythm had converted to a non-life-threatening rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.